Manufacturer narrative:
(B)(4) - loading technique. The analysis results found that the (B)(4) device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m53a8w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The batch history records for the device were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. As the firing knob would not return, was the knife still outside of the housing? How was the device removed from the patient? How was the procedure completed?

Event description:
It was reported that during a gastrectomy procedure, the firing knob did not come back after firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.